Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. The reported problem of a temporary sandstorm-like image could not be reproduced. In addition, the camera head had appearance defects. The video connector had appearance defects, including a punch and a crack. A twisted cable, scratches on the head switch, and an imaging flaw on the camera head were also discovered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
A customer reported a temporary sandstorm-like image on the monitor when the hd 3cmso camera head was inspected before use in an unspecified procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Additional information about the event was requested, but unknown to the user. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the sandstorm-like image could not be determined. Olympus will continue to monitor field performance for this device.